Manufacturer narrative:
Section h6 health effect - clinical code: 4868 - hemodynamic instability. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. It was reported that the hm3 lvas, serial number (B)(6) was used as a right ventricular assist device which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient returned to cardiothoracic surgery for a planned decommissioning of the right ventricular assist device (rvad) via a thoracotomy due to longstanding, known, and well documented, low flow events and constant alarms. The patient¿s pump was stopped, and the outflow graft was oversewn. Within 5 ¿ 8 minutes of the pump being stopped the patient¿s central venous pressure (cvp) increased, left ventricular (lv) flow dropped, and the right ventricle (rv) was decreased and distended. Significant tricuspid valve (tv) regurgitation and lv suck down were observed on a transoesophageal echocardiogram (toe), so a decision was made to restart the rvad. Within 5 minutes the patient¿s condition reversed. Despite the events the patient remained hemodynamically stable. The decommissioning of the rvad was abandoned and the patient was returned to the intensive care unit (ICU) to recover. No medical compromise or consequences to the patient or pump function were observed.

Manufacturer narrative:
Due to system limitation the following was added to h10 of MDR. Generalized disorders e23 : hemodynamic instability e2243. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that that the patient was in the operating room (or) for the decommission of their right ventricular assist device (rvad). The decommission was due to continuous low flows. Their right ventricle (rv) was distended with significant regurgitation and left ventricle (lv) suction. During the operation, it was decided that the rvad would be restarted instead of decommissioned. The pump was turned off for a total of five minutes, and then turned back on and the patient's condition reversed, and they became hemodynamically stable.